Event description:
Medtronic received information that legal occurred. There was an allegation of death, hyperglycemia as a result of this event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Ngp test appendix: visual inspection: retainer ring color: clear. Verify if the reservoir locks in place: yes. Minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked retainer. Unit received with a duracell alkaline battery installed at 0.147 volts. 1.569 volts for the test energizer battery. Ngp summary analysis: s/w 4.10c. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0867 inches.